Event description:
The smart control stent was delivered to the target lesion; however, the stent "jumped forward" during the deployment. The target lesion was located in the external iliac artery. The lesion was described as 99% stenosed with heavy calcification. The reference vessel was tortuous. The smart control stent was delivered to the target lesion; however, the stent "jumped forward" during the deployment. An additional unknown stent was delivered and placed in the lesion. The entire target lesion was fully covered by the stents and the procedure was completed. There was no adverse event to the patient and the patient was in stable condition. The product will not be returned for analysis. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. The stent was fully deployed but placed distal to the target lesion. The additional stent was placed proximal to the first stent. The additional stent expanded fully with good wall apposition. No further information was available.

Manufacturer narrative:
The product is not available for evaluation. While deploying the stent in a heavily calcified and tortuous external iliac artery with a 99% stenosis, it was reported that the stent jumped forward requiring placement of an additional stent to fully cover the lesion. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No unusual force was applied during deployment of the stent. The stent was fully deployed but placed distal to the target lesion. The additional stent was placed proximal to the first stent. The additional stent expanded fully with good wall apposition. No further information was available. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15268697 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.